Event description:
It was reported that a sensor module failure occurred on the cardiosave intra-aortic balloon pump (iabp). This event occurred during in-service training. There was no patient involvement, thus no adverse event was report

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and could not duplicate reported failure. However, the fse determined with the biomed that for patient safety replacement of the module was the appropriate action. The fse replaced the fiber optic board, ran functional checks and returned the iabp unit to service.

Event description:
It was reported that a sensor module failure occurred on the intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.